Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080985) on 12-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of procedural haemorrhage ("had severe bleeding since the date of implant") and uterine cancer ("uterine cancer") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion (wellbutrin), daily vitamins, linum usitatissimum seed oil (flax seed oil) and topiramate (topomax). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced procedural haemorrhage (seriousness criteria medically significant and intervention required), uterine cancer (seriousness criterion medically significant), back pain ("back pain"), alopecia ("hair is falling out"), vertigo ("vertigo"), feeling abnormal ("brain fog"), nausea ("nausea"), dizziness ("dizzy"), headache ("headaches"), visual impairment ("vision problems"), pruritus ("itchy skin"), vulvovaginal pruritus ("vaginal itching"), allergy to metals ("nickel toxicity"), arthralgia ("severe hip pain"), food allergy ("food sensitivity"), malabsorption ("not absorbing nutrients"), abdominal pain lower ("increased cramping"), abdominal distension ("increased bloating"), mood swings ("mood swings"), depression ("depression"), weight increased ("weight gain"), breast tenderness ("breast tenderness"), blister ("blisters on my legs, buttocks"), dyspepsia ("digestive problems") and oral mucosal blistering ("blister around mouth"). The patient was treated with surgery (essure was removed). Essure was removed on (B)(6) 2018. At the time of the report, the procedural haemorrhage, uterine cancer, back pain, alopecia, vertigo, feeling abnormal, nausea, dizziness, headache, visual impairment, pruritus, vulvovaginal pruritus, allergy to metals, arthralgia, food allergy, malabsorption, abdominal pain lower, abdominal distension, mood swings, depression, weight increased, breast tenderness, blister and dyspepsia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, blister, breast tenderness, depression, dizziness, dyspepsia, feeling abnormal, food allergy, headache, malabsorption, mood swings, nausea, oral mucosal blistering, procedural haemorrhage, pruritus, uterine cancer, vertigo, visual impairment, vulvovaginal pruritus and weight increased with essure. Most recent follow-up information incorporated above includes: on 12-nov-2018: significant case correction done: ir was ticked and ppc and dpc was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of procedural haemorrhage ("had severe bleeding since the date of implant") and uterine cancer ("uterine cancer") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin), linum usitatissimum seed oil (flax seed oil), topiramate and vitamins nos (daily vitamins). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced procedural haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), alopecia ("hair is falling out"), vertigo ("vertigo"), feeling abnormal ("brain fog"), nausea ("nausea"), dizziness ("dizzy"), headache ("headaches"), visual impairment ("vision problems"), pruritus ("itchy skin"), vulvovaginal pruritus ("vaginal itching"), allergy to metals ("nickel toxicity"), arthralgia ("severe hip pain"), food allergy ("food sensitivity"), malabsorption ("not absorbing nutrients"), abdominal pain lower ("increased cramping"), abdominal distension ("increased bloating"), mood swings ("mood swings"), depression ("depression"), breast tenderness ("breast tenderness"), the first episode of blister ("blisters on my legs, buttocks"), dyspepsia ("digestive problems") and the second episode of blister ("blister around mouth") and was found to have uterine cancer (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (essure was removed). Essure was removed on (B)(6) 2018. At the time of the report, the procedural haemorrhage, uterine cancer, back pain, alopecia, vertigo, feeling abnormal, nausea, dizziness, headache, visual impairment, pruritus, vulvovaginal pruritus, allergy to metals, arthralgia, food allergy, malabsorption, abdominal pain lower, abdominal distension, mood swings, depression, weight increased, breast tenderness and dyspepsia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, breast tenderness, depression, dizziness, dyspepsia, feeling abnormal, food allergy, headache, malabsorption, mood swings, nausea, procedural haemorrhage, pruritus, uterine cancer, vertigo, visual impairment, vulvovaginal pruritus, weight increased, the first episode of blister and the second episode of blister with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080985) on 12-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of procedural haemorrhage ("had severe bleeding since the date of implant") and uterine cancer ("uterine cancer") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion (wellbutrin), daily vitamins, linum usitatissimum seed oil (flax seed oil) and topiramate (topomax). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion medically significant), uterine cancer (seriousness criterion medically significant), back pain ("back pain"), alopecia ("hair is falling out"), vertigo ("vertigo"), feeling abnormal ("brain fog"), nausea ("nausea"), dizziness ("dizzy"), headache ("headaches"), visual impairment ("vision problems"), pruritus ("itchy skin"), vulvovaginal pruritus ("vaginal itching"), allergy to metals ("nickel toxicity"), arthralgia ("severe hip pain"), food allergy ("food sensitivity"), malabsorption ("not absorbing nutrients"), abdominal pain lower ("increased cramping"), abdominal distension ("increased bloating"), mood swings ("mood swings"), depression ("depression"), weight increased ("weight gain"), breast tenderness ("breast tenderness"), blister ("blisters on my legs, buttocks"), dyspepsia ("digestive problems") and oral mucosal blistering ("blister around mouth"). Essure was removed on (B)(6) 2018. At the time of the report, the procedural haemorrhage, uterine cancer, back pain, alopecia, vertigo, feeling abnormal, nausea, dizziness, headache, visual impairment, pruritus, vulvovaginal pruritus, allergy to metals, arthralgia, food allergy, malabsorption, abdominal pain lower, abdominal distension, mood swings, depression, weight increased, breast tenderness, blister and dyspepsia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, blister, breast tenderness, depression, dizziness, dyspepsia, feeling abnormal, food allergy, headache, malabsorption, mood swings, nausea, oral mucosal blistering, procedural haemorrhage, pruritus, uterine cancer, vertigo, visual impairment, vulvovaginal pruritus and weight increased with essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.